Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back and responded to a patient letter that they had received. The circumstances of the fall that led to breaking it was reported previously. Patient added they work 10-12 hours a day at their job when they fell out of the bed. Replacing the implantable neurostimulator (ins) resolved the issue and the patient doesn't know if the first ins will be returned for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient reported that they had their original device implanted for a couple years. The patient stated that they fell out of bed and it broke. It was indicated that the patient received a replacement on (B)(6) 2011. The patient stated that they did not know when the fall out of bed was and noted that it was a long time ago. No patient symptoms or further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.